Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a (B)(6) result for elecsys (B)(6) gen 2 immunoassay. The customer is a center that tests patients as part of immigration procedures to (B)(6) countries. The initial result was 0.477 coi ((B)(6)) and was reported outside the laboratory. This patient was then tested in an unknown (B)(6) country on an unknown analyzer was found to be (B)(6) for (B)(6). Based on this result, the patient was sent back to the original country. A new sample was taken from the patient on (B)(6) 2017 and tested on the same cobas e411. The result was 141.5 coi ((B)(6)). This sample was also tested on an abbott architect at the same laboratory and the result was 308.63 s/co ((B)(6)). Preventive maintenance was performed on the analyzer. Calibration and qc were acceptable. The second sample was then repeated on (B)(6) 2017 and the result was 138.9 coi ((B)(6)). There was no allegation of an adverse event. The reagent lot number was 183332 with an expiration date of 06/30/2017. A specific root cause could not be determined. Further investigation was not possible as no sample material could be provided. As there were approximately six weeks between the draw dates, it was possible the initial sample may have been drawn before seroconversion. The customer did not test either sample with the (B)(6) confirmatory assay. Review of the qc data provided found the control results were fluctuating, but were within the specified range.